Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure on (B)(6) 2022 where the device was not set to surgery mode. Troubleshooting is pending.

Manufacturer narrative:
Date of event: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.